Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device emits odor code is for: electrical smell. In customer relationship management (crm), the previous work order for the device ((B)(4)) for intellicart unit, serial (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous work order noted no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial (B)(4), the device was noted to have been previously repaired once, the previous repair being for a suction issue on (B)(6) 2017. The single use manifold was not associated with the current repair, so the previous repair was a non-related issue. The complaint history review was not required since the repair technician could not reproduce the reported event or find any other issues with the device on (B)(6) 2017, it was reported from (B)(6) surgery ctr that the unit had an electrical smell and was not able to shutdown medical equipment service and repair inc was contacted about the cart and dispatched a service technician to be at the site. On 19 may 2017, the technician found no issue with unit and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. Per crm, checklist was not required. Service work order (B)(4) on 18 may 2017. The repair technician could not reproduce the reported event or find any other issues with the device. Based on the information, the root cause of the reported event was unable to determine. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit had an electrical smell and was not able to shutdown. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.